Event description:
It was reported that the patient's controller log file contained low flow events on (B)(6)2020. Technical services (ts) reported that these events occurred at times when the patient's pulsatility index (pi) was elevated. There do not appear to be any type of mcs equipment issues causing these events. The low flow events seem to be a patient hemodynamically related issue and not a vad related issue. It was additionally reported that the cause of the low flow alarms was believed to be the patient's ventricular tachycardia (vt). The low flow alarms resolved after the patient received a bolus of 150mg of amiodarone and 500cc of intravenous fluid. The heartmate 3 left ventricular assist device operated as expected at that time. The patient did not present with any symptoms and was stable. The plan of action was to continue epinephrine and milrinone for inotropic support and to wean the patient off of levophed. Additionally, the patient would continue amiodarone for vt and hold diuretics. The customer reported plans for transplant work-up five years after colon cancer treatment. The patient did have an arrhythmia prior to vad, and the patient has an implantable cardio defibrillator (ICD) that was implanted prior to vad.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported cardiac arrhythmia could not be conclusively established through this investigation. The controller event log file contained data from (B)(6) 2020, 15:41:31 through (B)(6) 2020, 05:46:52. Transient low flow fault flags were captured throughout the duration of the file, resulting in a total of 34 low flow hazard alarms on (B)(6) 2020. No other atypical events were captured. Despite these alarms, the pump appeared to function as intended and operated at the set speed for the duration of the file. The patient remains ongoing on vad support. No product available for investigation. The heartmate 3 left ventricular assist system instructions for use lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.